Event description:
Pt was revised to address loosening and subsidence of the tibial tray.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not draw any conclusions about the reported subsidence. The reported device loosening was likely due to the reported subsidence. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.